Event description:
The customer reported that the crew was attempting to load the cot into the ambulance. The cot reportedly would only raise up 3/4 of the way. The crew lifted the load wheels to the floor and loaded the cot. On the next call, the crew allegedly had the same problem with raising the cot. One crew member attempted to use his foot on the lower frame and pry the head end of the cot up and at that time reportedly hurt his back. There was no patient involvement, however an adverse consequence was reported.